Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. Three separate delivery accuracy tests were performed to further investigate the reported issue. The pump was found to be within manufacturing specifications. No problem could be found of the pump regarding the issue during the investigation. No actions for the issue.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem could be found of the pump regarding the "set for 46 hours, went past time and did not stop" issue during the investigation. No actions further actions taken.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was set for 46 hours, but it went past the time and did not stop. It is unknown if there was a patient, or clinician injury associated with this occurrence.